Event description:
MFR's rep reported reservoir volume discrepancy outside of the acceptable device specification range for infusion volume accuracy, indicating the pt is not getting drug. A catheter dye study was done and the catheter is reported to be, "ok". A pump roller study was done and also was, "ok". No pt symptoms were done associated with this event. The physician will confirm volume accuracy at next drug refill. An add'l report will be filed if new info is received.